Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the lid opened during a spin and the broken rotor pieces escaped the centrifuge on their customer's statspin vt unit, and pieces of roto debris struck an operator in the arm but the operator did not seek medical intervention as a result of this event. According to the customer, they were having trouble opening the lid prior to this event. There were no reports of burning, spark, smoke or fire. According to the distributor, its customer elected not to return the unit for further evaluation.